Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 04-nov-2025. It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a vizigo and before the operation, fluid (saline solution) escaped from the hemostasis valve of the device. Device investigation details: visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the shaft was bent, and the hemostatic valve was observed in place. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. A back pressure test was performed, and no leakage or issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. There was no hemostatic valve leak detected. The complaint was not duplicated, and it could not be confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the shaft bent could be related to the manipulation of the device after the procedure, however, this could not be conclusively determined. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a vizigo and before the operation, fluid (saline solution) escaped from the hemostasis valve of the device. A second device was used to complete the operation. There was no adverse event reported on the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).